Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 300 mg/dl up to 400 mg/dl for all week. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer had no delivery alarm and reported that the alarm did not occur during manual prime. Customer reported that they have a back-up plan. Customer was treated with the insulin pen. Customer reported that they have contacted their healthcare professional regarding to the high blood glucose. Customer does not allege the insulin pump was under delivering. Customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.